Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
An 8f angio-seal vip was selected for closure of the right common femoral artery following a coronary intervention. The first angio-seal reportedly kinked upon initial insertion into the sheath (reported on medwatch 2182269-2011-00141), so a second angio-seal vip device was used. The pt developed a small hematoma immediately following the second deployment. A femostop was placed over the access site to control the bleeding. Approx one week following the procedure, a computed tomography (CT) angiogram was ordered because of pt complaints. The CT images showed a subtotal occlusion in the common right femoral artery (rfa). The pt was taken to the catheterization lab for intervention. Access was achieved via the left groin. The rfa was ballooned several times. An arterial flap was noticed to be causing the limited blood flow down the right leg. A stent was placed over the flap in the rfa. A post-procedure angiogram showed unobstructed flow down the right leg. The pt was reportedly stable following the intervention.